Event description:
It was reported that a spectrum pump alarmed upstream occlusion and max air detected during patient infusion of emend at the outpatient treatment facility. Nursing assessed the pump but found nothing unusual that was causing the alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Received via medwatch report (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.